Manufacturer narrative:
Rep went with provider to repair parts and unit is working properly.

Event description:
Provider alleges the consumer was in the unit when the bolt allegedly came loose and the consumer allegedly fell out of the chair.

Event description:
Provider alleges the consumer was in the unit when the bolt allegedly came loose and the consumer allegedly fell out of the chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.